Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 45982 occurred. Staff mentioned that battery acid had leaked through the device. They tried to clean it as thoroughly as possible.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was lcd lens scratched. The event log history could not be retrieved. Upon opening the pump discovered signs of fluid ingress and crystallization from foreign substance inside the pump. The customer reported complaint was confirmed through functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. Pump was deemed unsafe to work on and is deemed beyond economic repair.